Event description:
It was reported a peritoneal dialysis {pd} patient on continuous cyclic pd {ccpd) therapy on the liberty select cycler reported to fresenius technical services she experienced an emergency involving the inability to drain during a pd treatment. There was no specific a/legation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on the liberty select cycler to be taken to the hospital on (B)(6) 2022 due to severe abdominal pain and drain complications. The patient was admitted to the hospital on the same day and her pd catheter was removed due to the inability to drain. The patient was initially thought to have peritonitis and she was prescribed antibiotics prophylactically (type, route, dose, frequency and duration unknown). Peritoneal effluent fluid cultures taken in the hospital presented with no growth, a white blood cell count within normal limits (exact count unknown) and the patient was ruled out for peritonitis. The patient underwent a hemodialysis (hd) treatment on a hospital provided hd device (unknown brand and model) on (B)(6) 2022 while hospitalized. The patient was found in pulseless electrical activity in the afternoon on (B)(6) 2022 and cardiopulmonary resuscitation {CPR} was performed. The patient was not undergoing any modality of dialysis on or around the time the patient was found in cardiac arrest. After multiple rounds of CPR, the patient was pronounced deceased on (B)(6) 2022. The patient had a history of untreated cardiac disease prior to this event. It was confirmed the patient's severe abdominal pain leading to this hospitalization was related to this cardiac event and unrelated to pd therapy or the use of any fresenius product(s) or device(s). Additionally, it was affirmed the patient's cardiac arrest was unrelated to renal replacement therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).